Manufacturer narrative:
The device was received not deployed with the soft cannula not visible. Data shows that the pod was in pod state 2 indicating that it was first activated during downloading and did not complete priming top deploy. The needle mechanism was manually deployed during investigation and the soft cannula found no damages or defects. No problems were found with the returned device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported broken needle or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's needle broken. As treatment, the patient successfully activated a new pod.